Manufacturer narrative:
The t:slim user guide states: the reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after filling the cartridge with 180 units of insulin, the fill estimate was inaccurate as it showed that there were 18 units left in the cartridge. The customer's blood glucose (bg) level was 317 mg/dl and a correction bolus was delivered to address the bg level. The customer declined tandem technical support's offer to troubleshoot or to follow-up. The contact indicated that more insulin was added to the cartridge.